Event description:
It was reported that the pt underwent a balloon ablation procedure in 2007. The surgeon performed the thermal ablation without incident with an eight-minute cycle. The surgeon used a scope following the case and noticed a 1/4-inch wide by 1-inch long burn along the vaginal wall. The pt was treated one week later with silver nitrate and had a pap smear. The surgeon has opined that the silver nitrate treated the pain and the burn.

Manufacturer narrative:
Conclusion: the return of the product upon which this medwatch is based is anticipated. If any further information is received or derived from an evaluation a supplemental 3500a form will be submitted.